Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two bursts anti-tachycardia pacing (atp) and an appropriate shock due to a ventricular arrhythmia. Rhythmcare reviewed device data and determined undersensing was observed resulting in torsades de pointe. Rhythmcare then discussed programming options to be considered at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.